Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 4 of 4. The patient was connected during the incident. The patient line did not prime all the way to the end. Air bubbles were discovered in the drain line. A notice: draining slowly message occurred. A fluid leak was discovered in step 9 of treatment complete when removing the cassette. The patient was not connected at the time the fluid leak was discovered. Fluid was found in both the pump module area and on the external portion of the cassette. When the patient opened the cassette door fluid began pouring out. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed the patient has continued using the cycler for their pd treatment since. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection using a microscope, a tear was found in the film. This kind of damage could have several causes: the pump door is sharp and closes unexpectedly during set up, stress and strain on the film during the teach pump when the mushroom head is fully extended against the cassette dome (especially with a large misalignment between the cassette and pump), a finishing problem due to a sharp point created or the cassette having mechanical damage, or shipping/transportation damages to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 4 of 4. The patient was connected during the incident. The patient line did not prime all the way to the end. Air bubbles were discovered in the drain line. A notice: draining slowly message occurred. A fluid leak was discovered in step 9 of treatment complete when removing the cassette. The patient was not connected at the time the fluid leak was discovered. Fluid was found in both the pump module area and on the external portion of the cassette. When the patient opened the cassette door fluid began pouring out. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed the patient has continued using the cycler for their pd treatment since. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.